Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was hospitalized for hypoglycemia on (B)(6) 2026. Upon arrival of emergency medical services (ems), the patient¿s blood glucose level had declined from 40 mg/dl to 20 mg/dl while the pod had been worn for approximately 1 to 4 hours. Reported symptoms included being non-responsive, cold to the touch, drooling, and ¿plumbing¿ (as described). The patient was diagnosed with hypoglycemia, followed by hyperglycemia. Treatment included administration of glucagon at home and dextrose during hospitalization. The pod was removed at the hospital and discarded. The date of hospital discharge was not provided.